Manufacturer narrative:
Based on the investigation, the device conformed to specification. No malfunction was detected and we were not able to determine the root cause based on the investigation findings. Review of the device history record for this lot did not produce any findings relevant to this investigation.

Event description:
It was reported that the physician, who is trained in use of the device, attempted a common femoral arteriotomy closure using the proglide device after a bilateral internal iliac stenting procedure, when the physician tried to harvest the suture, with device level flush with the body the foot only partially retracted. Device removal resulted in perforation of the common femoral artery. Angiogram showed contrast extravasation. Hemostasis was achieved with manual compression and femstop. No additional info is available.